Event description:
A female was admitted for interventional procedure in '08. Pt has history of multiple comorbidities including history of cad and pvd. Left common femoral artery (lcfa) was accessed; angioplasty with stents placed in iliac arteries. After several attempts, a 6 fr outback sheath was used in right superficial femoral artery ( rsfa) to gain access and treat the right occluded artery; a 6x150 mm bard stent was placed. Heparin was administered as the anticoagulant. Upon completion of procedure, a boomerang catalyst ii wire ( bcw) was inserted and deployed thru the indwelling sheath w/o problem; sheath removed. Temporary tamponade of the arteriotomy was successfully achieved as evidenced by no bleeding or hematoma formation being noted during device dwell (40 min). Bcw performed as indicated and was removed w/o problem; manual compression was applied for 10 min to provide final hemostasis. During prep for transport rsfa started rebleeding, with hematoma forming at access site. Rsfa was assessed by ultrasound; thrombin injection was administered to stop bleeding and close arteriotomy, but was unsuccessful. Pt was sent to or for evacuation of hematoma and surgical closure of the arteriotomy. Pt was transfused 2 units of rpbc. Pt recovered without sequelae.

Manufacturer narrative:
The boomerang catalyst ii was discarded at the hospital, and was not to be returned to the MFR for evaluation. It was reported the product performed as intended per IFU providing temporary hemostasis. Review of the device history lot record did not reveal any issues or observations that may have caused or contributed to the reported event..